Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose was unknown at the time of event. The customer reported experiencing five seizures in the past five days as a result. The customer was treated with glucose for their low blood glucose. The customer's current blood glucose was unknown. The product was not returned for analysis.